Event description:
The customer reported that the system intermittently displayed a bad iris pot error message at boot up.

Manufacturer narrative:
The ge service rep found the collimator iris was potentiometer faulty. He replaced the potentiometer and aligned the field sizes. The system functions normally at this time.